Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a blockage was present in the air / water nozzle which appears to be a white thread-like material. Additional findings include the following: the light cover glasses adhesive was pitted, the optical cover glass adhesive was pitted, the outlet pipe had blockage evident, the control body aspiration housing had wear on the colored ring, the control body air / water housing had wear on the colored ring, the switch had a hole in the button, the switch head was damaged, the scope connector had water ingress, the right angle was not to specification, the up / down angle had play evident, the air channel had blockage evident, the water flow was not to specification, and the water channel had blockage evident. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a block in the air / water, flushing has not resolved, nor has changing pipes. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a blockage was present in the air / water nozzle which appears to be a white thread-like material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.